Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarm 16s occurred during the loading sequence. Additionally, it was reported that an occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 317-478 mg/dl.